Event description:
This device was returned without documentation from facility. The facility had no record of this patient. Per boston scientific, this lead was explanted in 2008 and replaced with a bsx 4469. Per the following physician's office, this lead had a sudden drop in impedances. The physician suspected an insulation break.